Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. Further dilatation was performed and the xience v sds was re-advanced, but still could not cross the lesion. It was noted that the shaft became kinked. The 3.0 x 23 mm xience v sds was then advanced, but also failed to cross the lesion, and the shaft kinked and bent. The 3.0 x 18 mm xience v sds was advanced, but this sds failed to cross the lesion, and the shaft separated outside the patient anatomy. A non-abbott sds was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii, fielder xt; guide cath: jr4, 6 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.